Event description:
It was reported that the patient's aveir leadless pacemaker (lp) had gone into unexpected software reset following external cardioversion. The lp was restored to nominal settings. No further information was received.

Event description:
It was reported that the patient's aveir leadless pacemakers (lp) had gone into unexpected software reset following external cardioversion. The lps were restored to nominal settings. No further information was received.